Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator failed with high o2 pressure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6)2015. Receiving by mgr date: 07/29/2016. Conclusion / root cause: the data acquisition was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).